Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). A facility's biomedical engineer reported that a handpiece did not deliver any phaco power. The system was switched out and the case was completed. There was no pt impact reported.

Manufacturer narrative:
The handpiece has not been returned to the manufacturer, and therefore, has not yet been evaluated. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).